Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient faced an event on (B)(6) 2026 where on occlusion troubleshooting indicated issue with the infusion set site. This led to high blood glucose level and managed it with correction injection via mdi.